Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis. The instrument was analyzed and the pitch cable was found to be dislodged at the proximal end. This caused cable to loosen at the distal end. The root cause of dislodged pitch cable at the proximal end is attributed to component failure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.